Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the eight year old device not working properly. The patient experienced recurring incontinence and atrophy leading to the procedure. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.